Manufacturer narrative:
(B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary knee surgery, the tibial articular surface inserter did not properly insert the articular surface.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Item returned and cam wing components post appears bent but measures within specification and assembles to the inserter and operates as intended but a little stiff. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage and deformation can occur if the instruments are subjected to high loads or impactions. From provided information, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.